Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer did not add enough insulin. The customer was instructed to add insulin to the cartridge to address the issue; however, this did not resolve the issue. The customer declined to load a new cartridge and further troubleshooting could not be completed. There was no adverse impact to the customer's blood glucose level.